Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedic visit and bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient had to call the paramedics due to the site (leg) bleeding a lot. The paramedics arrived at the seen, applied pressure then wrapped the site in gauze and a bandaged it. The patient did not go to the hospital. The patient was released same day.